Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported severe stomach pain from the insulin she was using with her insulin pump. Customer's blood glucose was 598 mg/dl. She stated the more insulin she used to correct her high blood glucose, the more pain she received. The customer stated she was able to lower her blood glucose with manual injection. No additional information provided.